Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: no damage was found to the keypad. The up arrow and contrast buttons responded to presses intermittently. Contamination was found underneath all button contacts. Unrelated to the keypad, the display was dim and discolored. This report is made under the requirements of the medical device reporting regulations and